Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote merlin.net transmission was sent due to an alert, but no alerts were present upon review. The patient would continue to be monitored.